Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), hypersensitivity ("allergy-hypersensitivity"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), dysgeusia ("metallic taste"), migraine ("migraines / headaches"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss") and arthralgia ("joint aches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, vaginal haemorrhage, menorrhagia, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal, weight increased, dysgeusia, migraine, mood swings, depression, anxiety, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain pelvic pain, abdominal pain, back pain ,dysmenorrhea, dyspareunia, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Reporter and patient demographics were added. Events vaginal bleeding, menorrhagia, metallic taste, pelvic inflammatory disease, migraines / headaches, mood swings, depression, anxiety, abdominal pain, joint aches and hair loss added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), hypersensitivity ("allergy-hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain pelvic pain, abdominal pain, back pain ,dysmenorrhea, dyspareunia, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events added: pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, gen. Abnormal bleed, hypersensitivity, psych injury, bladder problems, urinary problems, hormonal changes, weight gain, plaintiff did not undergo essure confirmation test. Reporter's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.